Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were intermittently unresponsive and required hard button presses to elicit a response. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump in a case attached to belt and cleaned the pump with a dry rag. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was no evidence of keypad contamination found under the contacts. Investigators were unable to duplicate complaint.